Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology at the time of implant are unknown. The recent CT demonstrated that the aortic neck was 23 mm in diameter below the level of the renal arteries, the diameter 15 mm below the renal artery was 29 mm, and there was disease progression with aortic neck dilatation. The aneurysm diameter was reported as 42 mm. It was reported the stent graft migrated 15 mm distally and there was a type 1 endoleak present. The physician elected to place two 28 mm aneurx aortic cuffs and the migration and type I endoleak were resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Eval codes - results: migration, endoleak. Conclusion: disease progression with severe angulation and reverse funnel shaped aortic neck.